Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to device was not giving pain relief. No device malfunction was suspected.

Event description:
A report was received that the patients device was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patients device was non-functional. The patient will undergo an explant procedure.